Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. On (B)(6) 2022, a blood glucose test of 39 mg/dl was obtained on an unknown device, and the customer experienced weakness and shaking and was treated with cola prior to having a seizure and a loss of consciousness. The customer was provided additional cola by a non-healthcare professional for the treatment of hypoglycemia. Additional medication prescribed was: "sendostatin shot treatment per month one sendostatic piquere and at each meal carbone 1 for normal meal and 2 for 1 sugar meal." Sendostatin every month. No further information was provided. There was no report of death or permanent injury associated with this event.